Manufacturer narrative:
H6 evaluation codes: method-86 (other) lens work order search results-100 (other) visual inspection of the returned product found no visible damage to the lens. A lens work order search found no similar complaints within the work order. Conclusions-67 (conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon inserted an icm115v4 11.5mm implantable collamer lens in 2006. The lens was explanted on 2/9/2006 due to inadequate vaulting. The lens was exchanged using a longer lens.